Event description:
It was reported that after changing pump supplies, the user experienced rising blood glucose with a peak documented at 296 mg/dl while using an ilet system with a steel 6 mm contact/detach infusion set; customer care guided the user to replace the infusion site only by disconnecting and reconnecting the prior tubing to a new set, performing a fill tubing and fill cannula, after which insulin delivery was confirmed and subsequent readings trended down to 280 mg/dl and then 263 mg/dl, with the device problem and component not specified. Symptoms included hyperglycemia with headache and earlier nausea that improved. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to determine a device-specific problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.